Event description:
Pt had previously undergone c5-c7 fusion. The pt was found to have a fractured screw at c7 level. Pt underwent explantation of plate and screws on 3/28/96. Physician rpt'd finding pseudarthrosis at c5-c6, but a solid fusion at c6-c7. The pt rpt'd underwent in situ grafting without the use of internal fixation and "has done well". Physician stated that the fracture of the screw "occurred as the result of an evolving pseudarthrosis".